Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during induction testing at ICD implant, with a previously implanted lead, the patient could not be converted and external defibrillation was used. The subject lead was implanted and several induction attempts were made with different lead positions. The subject lead was explanted and a new lead implanted; induction still being unsuccessful. The patient was hospitalized and flecainide administered. Subsequently induction testing was successfully performed. The patient was in good condition after the event.